Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to technical services (ts) to confirm if this right ventricular (rv) lead had capture. Ts reviewed and noted capture was likely since the last right ventricular automatic threshold (rvat) test was successful. Ts noted the patient was exhibiting frequent ectopy beats that could cause fusion beats. This lead remains in service. No adverse patient effects were reported.